Event description:
It was reported the programmer does not power on, despite troubleshooting attempts. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The device would not power on. Power supply was found out of electrical specification. Media bay door would not stay shut. Lower case is bent and scratched.